Event description:
Customer reported system locked up with the x-ray on light lit. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the circuit boards. System operates as intended.